Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, while using an fsl2 plus sensor. Technical support provided detailed instructions for resetting the pump, guiding the caller through the process. After the reset, the error did not reappear, and the caller successfully initiated a new sensor session. There was no adverse impact to the customer's blood glucose level.